Manufacturer narrative:
This report originally filed as 2523835-2024-02215. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic phacoemulsification tip (phaco tip) was bent before a cataract with intraocular lens implantation surgery. The surgery was completed after replacing the phacoemulsification tip with another one. There was no impact to the patient. Additional information was requested and none received till date.